Manufacturer narrative:
(B)(4). Visual and functional inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. It is likely that the balloon rupture is the result of interaction with heavily calcified anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 95% stenosed, heavily calcified, de novo lesion in the mildly tortuous, distal superficial femoral artery. A 6x40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced without resistance. Upon inflation to 6 atmospheres the balloon ruptured. A new same size armada 35 pta catheter was used to successfully complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.